Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose was over 600 mg/dl. The customer treated the high blood glucose with syringes. The customer stated that she does not want to troubleshoot any further because she does not feel comfortable with the pump.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent esc button due to flattened dome switch. No unlocked lcd keypad connector. No cosmetic damage noted.